Event description:
Striaght shots. Discovered during test fire. Rec'd 5/24/05.

Manufacturer narrative:
The subject product has been received and is still out for evaluation. A follow up report will be submitted upon completion of evaluation.